Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 7300tfx 29mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 6 years due to leaflet restriction. The patient presented with sob and chest pain.

Manufacturer narrative:
H11. Additional narrative. Updated b5 and h6. Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient a factors, including chronic kidney disease, diabetes mellitus, and coronary artery disease. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 7300tfx 29mm mitral valve underwent a valve-in-valve procedure after an implant duration of 6 years due to leaflet restriction. The patient presented with sob and chest pain. A 9600tfx 29mm was implanted.